Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient failed to recharge the scs system and as a result the ipg became inoperable. Reportedly, surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model which resolved the issue.